Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "they found the catheter cannot aspirate the blood and the catheter look like flat when they have aspirated when after they use a day so they solve by use the new and then they can be use normally. So, they said the PICC have used already so they cannot keep it to us." No patient harm reported. No medical intervention reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "they found the catheter cannot aspirate the blood and the catheter look like flat when they have aspirated when after they use a day so they solve by use the new and then they can be use normally. So, they said the PICC have used already so they cannot keep it to us." No patient harm reported. No medical intervention reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).